Event description:
It was reported that a patient underwent a pelvic floor repair, cystoscopy, and sling procedure without complications in 2006. The patient went home the day after surgery with a catheter after failed initial trial of voiding. The patient was examined in2 006 and the following year, and the areas appeared to be healing nicely. The patient noted discharge and odor after intercourse with some discomfort, and returned to the office one month later. A one centimeter area of extrusion was noted that appeared to be a corner of the mesh, midway along the anterior repair about four centimeters into the vagina. It was excised in the office under local anesthetic. Aminocerv cream was prescribed with pelvic rest, and the patient is scheduled to return in two weeks for a repeat exam.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.